Event description:
The patient had a pre-op risk factor of a debilitated status. Following the pump replacement, the incision was not healing properly and "not looking right." The patient had a fever along with redness and swelling at the pump pocket. A culture was done of the pump pocket and the patient's blood. The culture revealed staph aureus. The patient was diagnosed with a pump pocket infection; the patient did not have meningitis. The patient was medically stable with increased spasticity. The patient was being treated with IV antibiotics. They were also titrating down the daily dose and might explant the pump. The physician wanted to decrease the 2000 mcg/ml lioresal from 110 mcg/day down to 90 or 88 mcg/day and then eventually down to 50 mcg/day to try and prevent baclofen withdrawal; however, the lowest possible dose for 2000 mcg/ml lioresal was 96 mcg/day. The physician thought that the 96 mcg/day would be okay. The physician did not want to decrease the concentration from 2000 mcg/ml to 500 mcg/ml to get to a lower dose because of the possibility of spreading the infection by accessing the pump. The last pump refill was (B)(6) 2012. The patient's outcome was reported as "ongoing."

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump revealed no anomaly.

Event description:
It was later reported that, at the time of this report, the patient had been on long-term zyvox due to an infection at the pump site. It was indicated that the event required hospitalization. However, it was unclear when this hospitalization took place. When a new healthcare provider (hcp) inherited the patient, she opted to explant the pump and the portion of the catheter that could have been accessed from the pump pocket. A pump explant and partial catheter removal was done on (B)(6) 2014. The surgeon did not want to open the back incision and risk infecting the spinal hardware from a fusion. So, she cut and removed only the portion of the catheter that she could access from the pump incision. The patient status at the time of this report was indicated to be "alive-no injury". The final patient outcome was not reported. Further follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent.